Manufacturer narrative:
The complaint received states that approximately 16 days post implantation, the palmaz genesis stent fractured and the patient experienced chest pain. There are no patient demographics available. It was reported that a palmaz genesis opta pro stent was implanted in a calcified subclavian artery. The procedure was successful and the final percentage of stenosis was 0. Approximately 16 days post index procedure, the patient complained of chest pain and was re-hospitalized. A cardiogram was performed and the stent was found to be fractured. An abbott omnilink stent was placed inside of the fractured stent. The patient's chest pain resolved. There is no sterile lot number information available thus no DHR could be performed. Without the device sterile lot number and/or procedural films for review the investigation is limited. All products undergo a 100% inspection prior to release for marketing. There is no evidence of manufacturing issues that may have contributed to the reported event; therefore, no corrective action is required at this time. The palmaz peripheral stent and delivery system is intended for use in the treatment of atherosclerotic disease of peripheral arteries below the aortic arch and palliation of malignant neoplasms in the biliary tree. This was an off label use of the device to treat a calcified subclavian artery. Stent fracture is a known potential adverse event associated with stent implantation procedures. While it is not listed in the palmaz peripheral IFU as such, emergent surgery to correct vascular complications is listed. There are multiple factors that can contribute to stent fracture. The subclavian artery is a dynamic vessel that undergoes biomechanical forces such as flexion, torsion, compression, and elongation. The reported chest pain may have been related to vascular injury stemming from the stent fracture which was treated with restenting. Pain is a known potential adverse event associated with all stenting procedures and is listed in the IFU as such. In this case, vessel/lesion characteristics, procedural factors and/or biomechanical forces likely contributed to the reported events.

Event description:
It was reported that a palmaz genesis opta pro stent was implanted in a calcified subclavian artery. The procedure was successful and the final percentage of stenosis was 0. Approximately 16 days post index procedure the patient complained of chest pain and was re-hospitalized. A cardiogram was performed and the stent was found to be fractured. An abbott omnilink stent was placed inside of the fractured stent. The patient's chest pain resolved.

Manufacturer narrative:
Additional information will be submitted upon 30 days of receipt.